Event description:
I was admitted to an outpatient center at 6 am for the insertion of a nervo dorsal spine stimulator. A 4 day trial had been done about 6 weeks earlier. I have had chronic pain in my lower back for 30 years. Four spinal fusions were performed in 1993, 2003, 2009, 2015. I'm fused from l1-s1. I have had hours and hours of pt, spinal injections, heat, cold, 8 years of narcotics, along with other meds. Two years ago I stopped taking the narcotics in hopes of finding a better way of controlling pain. I went through months of trials of all the pre-mentioned treatments to make (B)(6) happy. The trial with the stimulator was a spirit lifting event. I was pain free for the 4 days it was in place. My primary diagnosis causing the spinal issues is erosive arthritis. I recall x-rays taken during my 20's showed arthritic changes. The vertebra slipped forward. After each surgery the next vertebra would slip causing pressure and stenosis. I had decided against any more surgery. On (B)(6) I was excited to have the procedure done. We expected to be home by noon. I woke 5 days later in an ICU of the closest hospital. I could not recall anything that had happened entering the operating room. I realized I was paralyzed from mid-chest down after I woke. Originally I thought I must have been in a car accident. Two days after I woke my husband asked me if I remembered having the procedure done. I asked him what procedure. He'd been told by one of the doctors when the "paddle" for spinal contact for the stimulator was applied I started screaming, became very agitated and combative. The emg that was being maintained to monitor impulses from my brain to my feet was lost, resulting in the paralysis/paresis. I was told this would have been extremely painful. Thank goodness I don't remember any of it. The surgeon didn't know what had caused this. I was given lots of dilaudid initially then put on a morphine drip along with high dose steroids. When transferred to ICU I was on a steroid drip. With 4 doctors working together on a sunday a diagnosis of a spinal infarct was decided. After 3 weeks in rehab I was considered safe to go home. I'm in a wheelchair. I have regained movement in my right leg in all rom. It remains slightly weak. The left leg has just a flicker of movement in the knee, somewhat stronger in the hip I have not regained control of my bladder. I have control of my bowels. We drive back to (B)(6) 3 days a week for pt, ot. A long leg brace is in for the left leg and a short leg brace for the right. It seems (B)(6) has denied the original request for prior approval. We are working on an appeal now. I was told by a neurologist that he was unable to find any literature on spinal infarcts from this procedure. Since the incident was so traumatic to me and will probably continue for the rest of my life I thought it was a reportable event.